Event description:
Additional information was received from a consumer. It was reported that the urinary retention was a pre-existing condition. The patient was asked besides stimulation adjustment what steps were taken to resolve the retention and they said that so far the adjustment is ok although its been almost 5 years since implant. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms, a bit of bladder leakage and thought this was progressing. Using the programmer, it was determined that they were on program 4 at 2.9. They increased the stimulation to 3.1 where if was comfortable. The patient was going to monitor their symptoms with the change that was made and will follow up with their healthcare professional (hcp) if not the issue is not resolved. There were no further complications reported or anticipated. Additional information was received from the patient. The patient called back reporting the same issues of leakage. Patient stated that after increasing stimulation to 3.1 volts it helped with the leakage for a little bit. However, patient is now having issues emptying her bladder. Patient stated that she will use the restroom but a couple of minutes later she will need to go again because the bladder never fully emptied. Patient stated that she would like to make more adjustments. Patient was on program 4 at 3.1 volts and changed to program 1 at 3.0 volts and is comfortable. Patient said that she may decrease if needed after a period of time because program 1 at 3.1 volts caused pressure in her bladder but currently resolved after she decreased. No further complications were reported.